Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is not getting effective therapy. The caller stated that they have seen the patient for pr ogramming five times to attempt to get effective therapy and have been unsuccessful. The patient did get effective therapy in the trial. The caller stated that the existing leads look good on the x-ray like they are in the right location, but the patient does not get therapy. The caller stated as a result of this the patient will be having arevision. The doctor's plan is to add a third lead an connect it to the patient's extension. The revision is scheduled for (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of why the physician had difficulty positioning the lead satisfactorily was undetermined. They stated that the surgeon thought it was due to patient anatomy, and not the product. The rep noted that the lead was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s ineffective therapy was not determined. They stated that the surgeon removed one lead and attempted to insert another but couldn¿t get the lead positioned satisfactorily. They noted that the patient was in pain on the operating table, so the surgeon aborted the procedure. The rep mentioned that the patient was referred to a neurosurgeon for a paddle lead implant. The patient¿s weight at the time of the event was not available. No further complications were reported or anticipated.